Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h303 was conducted. There were no non-conformance's related to the complaint. This lot met all release requirements. A review of kit lot h303 shows no trends trends were reviewed for complaint categories, tubing leak and alarm #18: system pressure. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer called to report a tubing leak during an ecp treatment. An alarm #18: system pressure alarm was reported to have occurred prior to the tubing leak. A blood leak was observed at the collect pump tubing after approximately 568 ml of whole blood had been processed. The procedure was aborted and no blood was returned to the patient. The customer stated that the patient was stable and asymptomatic. The complaint kit was discarded; therefore, no product is available for evaluation.